Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts in the pump trace download. Insulin pump trace download analysis confirmed the insulin pump alarmed multiple replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed multiple replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture at left edge of overlay, stained serial number label, peeling end cap address label and slight corrosion in battery tube.

Event description:
It was reported that the insulin pump had low battery issue. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.